Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" and "ventilator inoperative" code were found in the ventilator's downloaded error log. The device's oxygen blending module board, blower motor and system board were replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module and flow element were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module, blower motor, system board and oxygen blending module board. The active exhalation control module, blower motor, system board and oxygen blending module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to the proportional valve not fully closing. The blower motor was evaluated by the manufacturer's quality assurance laboratory and the root cause of the blower motor failing was due to seized bearings. The oxygen blending module board was evaluated by the manufacturer's quality assurace laboratory and the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance. The system board was evaluated by the quality assurance laboratory and was found to operate to design specifications.